Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer stated that she got to work and the pump beeped motor error. Customer does not use the sensor feature on the pump. Customer stated that she was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she got a low battery alert after the motor error. Customer stated that she changed her battery yesterday.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.